Manufacturer narrative:
H6: 4110: work order search - no similar complaints within associated lots were found. Manufacture narrative: elevated iop and secondary surgical intervention to remove the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following a replacement implantable collamer lens (icl) implantation procedure, the patient still experienced elevated iop. Reportedly, "still had uncontrollable elevated pressure, with no clear cause: adequate lens vault, no occlusion of the angles, ruled out steroid response." The lens was later removed. There are multiple medical device reports associated with this patient. This report is 1 of 4 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.